Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: tpn basics tubing alarming downstream occlusion, would infuse for about 5 mins before alarming downstream occlusion. Attempted to troubleshoot (inspected for kinks, changed pump, changed y-site, changed from no back check valve side of y-site to side with back check valve). Ended up changing tubing to regular IV tubing with 0.2 micron filter, infusing well since. See rl6 for full details.